Event description:
It was reported that a user transitioning cgm from dexcom g7 to freestyle libre 3 plus received a pairing failure when attempting to connect the sensor to the ilet mobile app after first scanning the sensor with the abbott app, leading to a ¿sensor in use by another device¿ condition; the user deleted the abbott app and inserted a new sensor to start in the ilet app. Symptoms included no reported adverse clinical effects. Outcomes included no functional impairment to the ilet pump and restoration of intended use after education and re-start. Investigation included customer support troubleshooting and user education on correct app workflow. Investigation of this case revealed that the cgm pairing failed because the initial scan by a non-ilet app bound the sensor to another device, which prevented ilet pairing until a new sensor was started within the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and app usage, not a device malfunction.